Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display screen had a bright green vertical line on it with or without a simulator attached. The iabp pump is used for education, there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Despite gfe attempts to obtain additional information and/or product return. No response has been provided, the complaint will be closed and in the event new information and/or device was to become available a follow up report will be sent.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).